Manufacturer narrative:
The lot was manufactured from may 28, 2020 - may 29, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the clamp. The leaks were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.